Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During support, there was bleeding during suturing on graft. Surgical techniques were used and heparin withheld to manage the reported observation. The patient remained on impella support, was successfully weaned and the device explanted.